Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that speed issues occurred. A rotablator rotational atherectomy system was selected for use. During preparation, it was noted that the turbine pressure control knob on a demo rotablator console could not be adjusted to low speed. Activating the dynaglide mode did not lower the speed. The speed was constant at 240000 rpm and was only lowered to 180000 rpm by adjusting the nitrogen cylinder regulator control knob. The procedure was completed with this device. There were no patient complications reported and the patient's condition was good.